Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was hard to see with light, unresponsive buttons, insulin squirting when priming, alarm was not loud. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had reject battery, unexplained no delivery alarms, screen was cracked, rewind taking longer, lost settings, battery cap was worn, rewinding taking longer when changing infusion set. The insulin pump will not be returned for analysis.